Manufacturer narrative:
This product is not marketed in the u.s. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a 13.2mm, vticmo13.2, -11.5/1.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) and removed within the same surgery due to a lens tear/break during injection/delivery into the eye. There was no patient injury. A replacement lens was later implanted and it was reported that the problem was resolved. Cause of event was unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#:(B)(4).